Event description:
The ge oec 9800 fluoroscopy system locked-up during a procedure and would not update the image on the left (live) monitor.

Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced a defective left monitor. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.